Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that beginning several months ago, the right ventricular (rv) lead triggered alerts due to undefined low impedance, low impedance, varying impedance, a high number of short v-v intervals and high rate non-sustained episodes. The rv lead also exhibited double counting, t-wave oversensing (twos), noise, high thresholds, and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead has a fracture and was explanted.